Event description:
The pt had two leads with the same lot number. It was reported the pt experienced a bad headache a couple days after her trial leads were implanted. Her physician reported a wet tap occurred during the procedure and advised bed rest and to drink plenty of fluids. It was also reported the pt experienced hypersensitivity to the stimulation. The pt reports no matter if she moves her leg or arm, she feels increase in stimulation all over her body and a decrease in ability to hear with stimulation patient decided to discontinue the trial and the leads were pulled on (B)(6) 2013. Pt states she is feeling much better.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.